Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(6). Discarded.

Event description:
It was reported that patient underwent a left hip revision procedure approximately sixteen years post-implantation due to unknown reasons. During the procedure, the femoral head was removed and replaced. An active articulation bearing was implanted to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left hip revision procedure approximately sixteen years post-implantation due to wear. During the procedure, the femoral head was removed and replaced. An active articulation bearing was implanted to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
A hip revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed upon review of medical records received. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
Concomitant medical products - biomet m2a acetabular cup catalog#: us157848 lot#: 862280; biomet femoral stem catalog#: 11-104109 lot#: 174440. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2016-01935, 02565 and 02566).

Event description:
It was reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to elevated metal ion levels. During the procedure, grayish fluid was noted. The femoral head and taper adapter were removed and replaced.